Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager on the medication refrigerator was failed to open and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the non-responsive smart remote manager (srm) caused by a control-state hang or mechanical latch sticking. The field service engineer dialed into the station and confirmed storage space. Then, the fse went in and manually unlocked the srm, re-locked it, and verified functionality with a nurse login and inventory check. The system functioned as intended after the field service engineer repaired the device.